Event description:
It was reported that the patient had no stimulation. The health care provider indicated that the lead was fractured. No patient treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.